Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to bilaterally metal on metal bearing bc of rising metal levels and possible psuedotumor seen on MRI. The left side was revised first; head was dislodged without incident and then the metal liner was dislodged without incident. A hole eliminator, 36 x 58 neutral poly liner, and 36+12 ceramic head were implanted. The right was revised second;head was dislodged without incident and then the metal liner was dislodged without incident. A hole eliminator, 36x58neutral poly liner, and 36+12 ceramic head were implanted. There was no surgical delay. Doi: unknown, dor: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.